Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy resulting in peritonitis. The break in aseptic technique was further described as the patient did not wear a mask. The patient was hospitalized for the event. Treatment information was not reported. Therapy was discontinued and the patient was placed on in-center hemodialysis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. The patient was retrained on proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.